Manufacturer narrative:
E: first name and last name of initial reporter is unknown. H3:product analysis of part# 9560524 lot# my20e001 functionally evaluated flex arm rigidity by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the cable. This is consistent with anticipated wear. H11: this regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding flex arms used in spinal therapy. It was reported that the devices broke. There was no patient involved in the event. No further complications were reported/anticipated. Additional information was received that it was an issue of the materials of the component breaking causing them to bind.